Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device had flow testing performed at 40ml/hr and 200ml/hr with flow accuracy results of -0.275% and -4.34% which are within +/- 5% error accuracy. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was pulling fluid from the primary infusion rather than the intended secondary infusion during patient therapy (unknown medication). The secondary bag was hung above the primary bag (as intended) and the flow-rate was programmed at 200ml/hr. Fluid migration appeared to occur as drops were noted in the primary bag¿s drip chamber and it was necessary for the user to clamp the line. The event occurred in the outpatient infusion clinic. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available.